Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not heating. It only reached about 26 degrees. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D9: 10/8/2024. H6: codes were updated. One device was returned for investigation. Device sent in for not heating only reached about 26 degrees. Problem was verified during temp check. Calcium and mineral are deposit in water tank, return tube and both heater due to incorrect water was used by customer (chaging recirculatin solution with distilled water, maintenance performed every 12 months ¿ per level 1 h-1200 operator¿s manual), which is causing the device is not heating up to temp. Device will be return to customer due to beyond economical repair (ber). Visual and functional testing was performed. Review of event log found no relevant information. Review of service history found no service within the last 12 months.